Event description:
It was reported that the patient experienced elevated blood glucose levels associated with an adhesive issue as the infusion set fell off during use. The patient treated the high blood glucose levels by taking an insulin shot through syringe on (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.